Event description:
Related manufacturer reference number: 2017865-2023-23420 2017865-2023-23423 it was reported the patient presented for a leadless pacemaker (lp) implant. During procedure, after the leadless pacemaker was loaded onto the delivery catheter, it prematurely separated and fell on the unsterile floor. A new leadless pacemaker was loaded without issue to the same delivery catheter. During implant, when the physician went into tether mode after fixation, the lp prematurely released. The lp remained fixated with adequate numbers. Upon inspection after removal, the delivery catheter was noted to have misaligned tethers while the release knob was in starting position. The patient was stable.

Manufacturer narrative:
Device record history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.